Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a total hysterectomy procedure, a new enseal x1 was opened for the case and it was noticed that the plastic packaging which holds the device was cracked in more than one spot. The tyvek was not compromised and the box was in perfect condition. The staff could not confirm the sterility of the device so they decided to open another one. There were no adverse consequences for the patient.